Manufacturer narrative:
Due to a recent (B)(4) inspection, this MDR is being reported late as a result of a re-evaluation. Strength and hardness tests performed on a reserve sample from the same lot. Review of the DHR also performed. No failures detected. Potential cause related to how it is handled.

Event description:
Customer states that needle broke in two places during surgery, but pt was not affected.